Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the device performed to specification. The device began to charge and was disarmed due to a new energy selection and the device subsequently delivered 200j to the patient. The original charge value was 120j. When basic auto energy escalation is disabled, default energy selections for adult patients are: shock one- 120j, shock two- 150j, shock three- 200j. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device switched to 120j when it was configured to 200j. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.